Manufacturer narrative:
The insulin pump was received with normal operating currents. Also passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin was monitored for 24 hours and no constant tone, audio/beep anomaly or frozen screen/display anomaly noted. The insulin had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a beep anomaly. Customer states that insulin pump had a loud piercing noise and it was also reported that display screen was frozen, even after battery removal. It was stated that there were no other alarms or nearby beeps. Customer was advised that insulin pump would be replaced.